Manufacturer narrative:
Information was provided that a qualified cartridge was used. The company handpiece indicated is not qualified for use with company lenses. A non-qualified viscoelastic was indicated. The root cause for the reported lens damage may be related to failure to follow the IFU (instructions for use). Information was provide that a line and dot of viscoelastic was placed inside cartridge prior to loading and after loading. The viscoelastic indicated was not a qualified viscoelastic. The handpiece used was not the company handpiece, which is the qualified handpiece for company lenses. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after insertion of lens, the lens appeared to be cracked on optic. Lens was removed and replaced with back up lens during initial procedure. The procedure was completed. Additional information has been received and updated. The symptoms were resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).